Event description:
It was reported that the pump IV tubing did not prime completely and pulsed, not moving the fluid through the tubing. The pump recorded a larger volume then actually went through the tubing. No patient injury was reported.

Manufacturer narrative:
No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).